Event description:
Interrupt af clinical study - subject ID: (B)(6). An index ablation procedure involving an intellanav mifi oi catheter and an intellmap orion catheter was completed on (B)(6) 2020. It was reported that on (B)(6) 2020, the patient complained of chest pain post-procedure. This was the fourth presentation for chest pain over a month. Previous admits occurred on (B)(6) and (B)(6) and an emergency department visit on (B)(6). The patient also had an outpatient ablation for atrial fibrillation on (B)(6) 2020. Laboratory tests were performed, and the patient had a negative stress test, and their cardiac MRI amyloid scan was negative. The patient's oral medication was changed/adjusted. They received a chest x-ray, and a CT scan. This issue was resolved without sequelae on (B)(6) 2020.

Manufacturer narrative:
The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed.

Manufacturer narrative:
The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. Correction: f10 and h6 impact code from f12 to f15.

Event description:
Interrupt af clinical study - subject ID: (B)(6). An index ablation procedure involving an intellanav mifi oi catheter and an intellmap orion catheter was completed on (B)(6) 2020. It was reported that on (B)(6) , 2020, the patient complained of chest pain post-procedure. This was the fourth presentation for chest pain over a month. Previous admits occurred on august 15, august 18, august 31. And september 4.and an emergency department visit on september 22. The patient also had an outpatient ablation for atrial fibrillation on september 09, 2020. Laboratory tests were performed, and the patient had a negative stress test, and their cardiac MRI amyloid scan was negative. The patient's oral medication was changed/adjusted. They received a chest x-ray, and a CT scan. This issue was resolved without sequelae on (B)(6) 2020.